Event description:
Suction irrigator suddenly started to make a loud noise. The pump portion began to produce smoke. Device removed from the field, battery was removed, csl notified. Pump in question not physically used in/on/around patient. No harm to patient. Supply item reported to materials management for follow-up. No other issues reported with similar supply item.